Event description:
Found during testing. According to the reporter, the device would not operate on battery power. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power on in battery. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly and determined that root cause for the device no operating on battery was a filter, designator fl4.